Event description:
After iabp for two days, the iab leaked. The iab was removed and a second iab was inserted. The following was reported to datascope on 7/28/98: the perfusionist was called by the ICU nurse because blood was noted in the balloon tubing. The iab was removed and another was inserted. There was no pt injury or complication as a result of the event. The pt was discharged from the hosp on 7/14/98. [Event complications]: unk-reported 7/6/98; none-rpt'd 7/28/98. [Pt's current status]: discharged-rpt'd 7/28/98.